Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and clamp function testing were performed and no issues were observed. The transfer set was leak tested with the returned mini cap and re-tested with an in-lab mini cap and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿bubbles always appear at the short tube connection¿ of a minicap transfer set.this occurred during use of the device for automated peritoneal dialysis (pd) therapy. This was further described as ¿air bubble is at female connector¿. The problem was solved by replacing the transfer set.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.